Manufacturer narrative:
G4: 05jun2020. B4: 08jun2020 . The service engineer (se) inspected the device and found an error code indicating air valve liftoff failure and air valve stuck closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jun2020; b4: 16jun2020. The se replaced the motor control board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06june2020.

Event description:
It was reported that while in use on a patient the ventilator went inoperable. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
G4: 12dec2020 b4: (B)(6) 2020 h10: a blower controller board was returned for analysis. A visual inspection of the returned component was performed and noted a heavy dust accumulation on this unit. An investigation was performed and the product analysis technician reported that the root cause was due to a shorted component in the blower controller board with 11.01 ohms of resistance . Replacement of the shorted component corrected the failure with this customer returned blower motor controller (bmc). H11: b1, h1 - changed to non adverse event as there was no intervention due to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.